Event description:
On 1/aug/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 with peritonitis (characterized by abdominal pain). In additional follow-up, the nurse manager confirmed the patient was hospitalized on (B)(6) 2024 with abdominal pain and was diagnosed with peritonitis. It was stated the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. Treatment details for the peritonitis were not available. However, it was stated the patient was discharged home (unknown date) and is recovering from the event. The nurse manager was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 1/aug/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 with peritonitis (characterized by abdominal pain). In additional follow-up, the nurse manager confirmed the patient was hospitalized on (B)(6) 2024 with abdominal pain and was diagnosed with peritonitis. It was stated the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. Treatment details for the peritonitis were not available. However, it was stated the patient was discharged home (unknown date) and is recovering from the event. The nurse manager was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.